Event description:
It was reported to nova biomedical that a consumer rec'd a result of 51 mg/dl on their blood glucose meter at 11:30pm. The consumer immediately tested again using the same meter and test strips getting a result of 246 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.